Manufacturer narrative:
Contact office address: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4), manufacturing site: (B)(4).

Event description:
The end user reported that the hardness of wafer flange made a cut in the right side of stoma that might cause laceration. There was no leakage. He stated that stoma had a white laceration line on it and also the convexity was very painful on surrounding skin of abdomen. Consumer had appliance on skin for 24 hours only and changed back to flat system. He also scheduled to see his primary care physician on second december of this month. No photo is available at this time.